Event description:
It has been reported to philips that the system failed to boot up; it was stuck at 00:00. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Upon functional testing, the fse checked logs in fsf and found that there were messages saying that grabber card defect. Also, in the flex vision diagnosed test the ¿mediawall: software operational¿ and ¿flex vision pc: flex vision-ii image channel¿ failed resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The part analysis of defective flexvision pc was performed and it confirmed the frame grabber failure. To resolve the reported issue, the fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.